Event description:
The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. No stuck button error alarm was noted during testing. No pump error 25 alarm or pump error 60 alarms were noted during testing. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed a pump error 53 alarm (file #: 14, line number: 1232, esf #: (B)(4). On the event date of (B)(6) 2023 at 06:11:08.000 due to a possible hardware failure. Pump alarmed a stuck button error alarm on (B)(6) 2023 at 02:35:38.000. Pump alarmed a pump error 25 alarm on the event date of (B)(6) 2023 at 00:00:00.000. Pump alarmed a low battery alert on the event date of (B)(6) 2023 at 06:04:00.000. Pump alarmed a replace battery alert on the event date of 07/25/2023 at 01:07:00.000. Pump alarmed a replace battery now alarm on the event date of 07/25/2023 at 01:38:00.000. Pump alarmed 6 power loss alarms on the event date of 07/25/2023 at 06:08:05.000, 06:11:10.000, 19:56:32.000, 19:56:40.000, 20:03:45.000, and 20:03:53.000. Pump alarmed a failed battery test on (B)(6) 2023 at 06:05:16.000. All battery alarms except pump error 25 were expected. No pump error 60 alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, end cap address label missing, and serial number label missing. Pump error 60 was not confirmed. Stuck button error alarm was not confirmed during testing. Pump error 25 was confirmed in the history files and traces due to connector resistance issue on the j6 connector. Pump error 53 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary:the device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the  customer reported pump error 25 many times, on another day pump error 61 and stuck button while button was not pressed for a few minutes. Troubleshooting was performed and issue stayed the same. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device but the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same / similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.